Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the physician planned to upgrade the patient to a dual chamber pacemaker and implant a right ventricular (rv) lead to couple with the already implanted right atrial (ra) lead. However, it was noted that the subclavian vein was occluded and there was no room to place the rv lead through that pathway. The physician then altered the plan to retract the helix of the ra lead, and drop it down to the rv. The ra lead was never taken outside of the body and dropped through the tricuspid valve and successfully implanted along the septal wall. The ra lead remains in use. No patient complications have been reported as a result of this event.